Event description:
It was reported that the patient was complaining of shortness of breath. The right atrial (ra) lead was observed with smaller p waves and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).